Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Healthcare professional later reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on posterior side assessed as fold flaw opening and observed two more openings on anterior and radius side assessed as surgical damage. Additional observations: observed creases on the device. Observed wear abrasion on the device. Yellow particles observed inner the device. Observed non penetrating nick on the device assessed as surgical tool scratch like. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side implant exchange with no complaint against the device. Healthcare professional later reported, a left side deflation. Device remains implanted.